Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, and the haptic tore. The lens was removed with no patient injury. The reporter stated the incision may have stretched slightly, but was not enlarged. Another same model lens was implanted and sutures were required to close the incision. The injector used has not been approved by the manufacturer to be used with this model lens and is off-label use.